Event description:
While reviewing the results of a cross over study performed at a customer's site, an ocd laboratory specialist noticed eleven potential false negative results with the vitros immunodiagnostic products anti-hbc igm assay. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.